Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure (batch no. 50512926) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida on (B)(6) 2009 and multigravida. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced procedural pain ("pain during essure insertion"). In 2011, the patient experienced abdominal pain ("abdominal pain"), headache ("headache") and malaise ("malaise"). In (B)(6) 2012, the patient experienced anaphylactic reaction ("anaphylactic reaction to peach") and genital haemorrhage ("prolonged haemorrhage"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), metrorrhagia ("metrorrhagia") and dyspareunia ("dyspareunia"). On (B)(6) 2014, the patient experienced thyroid mass ("thyroid nodule"). On (B)(6) 2014, the patient was found to have uterine leiomyoma ("18mm interstitial myoma") and experienced vaginal discharge ("vaginal discharge with odor"). On (B)(6) 2014, the patient experienced helicobacter gastritis ("helicobacter pylori gastritis"). In 2019, the patient experienced spinal pain ("cervical spine pain/ spinal pain"). On an unknown date, the patient experienced food allergy ("allergic reaction to food"), nausea ("nausea"), back pain ("lumbar pain"), umbilical hernia ("umbilical hernia") and uterine polyp ("suspicion of endometrial polyp"). The patient was hospitalized on (B)(6) 2019. The patient was treated with surgery (herniolasty on (B)(6) 2016 and total hysterectomy bilateral salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. On (B)(6) 2011, the procedural pain had resolved. On (B)(6) 2019, the pelvic pain, abdominal pain, headache, malaise, food allergy, anaphylactic reaction, genital haemorrhage, metrorrhagia, dyspareunia, thyroid mass, uterine leiomyoma, vaginal discharge, helicobacter gastritis, nausea, back pain, umbilical hernia, uterine polyp and spinal pain had resolved. The reporter considered abdominal pain, anaphylactic reaction, back pain, dyspareunia, food allergy, genital haemorrhage, headache, helicobacter gastritis, malaise, metrorrhagia, nausea, pelvic pain, procedural pain, spinal pain, thyroid mass, umbilical hernia, uterine leiomyoma, uterine polyp and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2014: allergy food. Biopsy - on (B)(6) 2014: helicobacter pylori gastritis. Ultrasound scan - on (B)(6) 2017: suspicion of endometrial polyp; on (B)(6) 2019: no remarks normal results. Lot number: 50512926 manufacturing date: 2010-05 expiration date: 2013-05 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 31-aug-2020: nullification: due to internal review with quality safety evaluation of ptc, and with confirmation of health authority this record was detected to be a duplicate to record # (B)(4) to which all information will be transferred, then this duplicate report # (B)(4) will be deleted from bayer safety database based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery on (B)(6) 2009 and pregnancy. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced procedural pain ("pain during essure insertion"). In 2011, the patient experienced abdominal pain ("abdominal pain"), headache ("headache") and malaise ("malaise"). In (B)(6) 2012, the patient experienced anaphylactic reaction ("anaphylactic reaction to peach") and genital haemorrhage ("prolonged haemorrhage"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), metrorrhagia ("metrorrhagia") and dyspareunia ("dyspareunia"). On (B)(6) 2014, the patient experienced thyroid mass ("thyroid nodule"). On (B)(6) 2014, the patient was found to have uterine leiomyoma ("18mm interstitial myoma") and experienced vaginal discharge ("18mm interstitial myoma"). On (B)(6) 2014, the patient experienced helicobacter gastritis ("helicobacter pylori gastritis"). In 2019, the patient experienced spinal pain ("cervical spine pain/ spinal pain"). On an unknown date, the patient experienced food allergy ("allergic reaction to food"), nausea ("nausea"), back pain ("lumbar pain"), umbilical hernia ("umbilical hernia") and uterine polyp ("suspicion of endometrial polyp"). The patient was hospitalized on (B)(6) 2019. The patient was treated with surgery (hernioplasty on (B)(6) 2016 and total hysterectomy bilateral salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. On (B)(6) 2011, the procedural pain had resolved. On (B)(6) 2019, the pelvic pain, abdominal pain, headache, malaise, food allergy, anaphylactic reaction, genital haemorrhage, metrorrhagia, dyspareunia, thyroid mass, uterine leiomyoma, vaginal discharge, helicobacter gastritis, nausea, back pain, umbilical hernia, uterine polyp and spinal pain had resolved. The reporter considered abdominal pain, anaphylactic reaction, back pain, dyspareunia, food allergy, genital haemorrhage, headache, helicobacter gastritis, malaise, metrorrhagia, nausea, pelvic pain, procedural pain, spinal pain, thyroid mass, umbilical hernia, uterine leiomyoma, uterine polyp and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2014: allergy food. Biopsy - on (B)(6) 2014: helicobacter pylori gastritis. Ultrasound scan - on (B)(6) 2019: no remarks normal results; on (B)(6) 2017: suspicion of endometrial polyp. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.